Manufacturer narrative:
Diopter: -12.00. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -12.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. Low vault was observed on (B)(6) 2014. The lens was explanted and exchanged for a longer lens with a similar diopter size on (B)(6) 2015. This resolved the problem. Post-op, patient's last visit, ucva was 20/13.